Event description:
A user facility nurse reported that an external blood leak occurred two hours into a patient¿s hemodialysis (hd) treatment. It was initially reported that ¿a crack¿ was found on the clic blood chamber. Upon follow-up, it was reported that a couple of blood droplets were identified on the hd machine which were traced to an external leak from the dialyzer end connection of the clic blood chamber. An external blood leak was alleged. Reportedly, the patient¿s blood had sealed itself off at the site of the leak. As a result, the treatment was continued and completed with the same supplies and on the same machine. Despite the initial allegation of physical damage, follow-up confirmed that no cracks were visually identified on the clic blood chamber. There were no machine alarms associated with the reported failure. The patient¿s estimated blood loss (ebl) was 5 ml. There was no report of any patient adverse effects or required medical intervention. As a prophylactic measure, the patient was administered an antibiotic infusion x1 (further details on this were not provided). The dialyzer was not available to be returned for physical evaluation. However, a photo of the device connected to the clic blood chamber was provided for review.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Vision systems and blood leak reduction capas are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility nurse reported that an external blood leak occurred two hours into a patient¿s hemodialysis (hd) treatment. It was initially reported that ¿a crack¿ was found on the clic blood chamber. Upon follow-up, it was reported that a couple of blood droplets were identified on the hd machine which were traced to an external leak from the dialyzer end connection of the clic blood chamber. An external blood leak was alleged. Reportedly, the patient¿s blood had sealed itself off at the site of the leak. As a result, the treatment was continued and completed with the same supplies and on the same machine. Despite the initial allegation of physical damage, follow-up confirmed that no cracks were visually identified on the clic blood chamber. There were no machine alarms associated with the reported failure. The patient¿s estimated blood loss (ebl) was 5 ml. There was no report of any patient adverse effects or required medical intervention. As a prophylactic measure, the patient was administered an antibiotic infusion x1 (further details on this were not provided). The dialyzer was not available to be returned for physical evaluation. However, a photo of the device connected to the clic blood chamber was provided for review.